Event description:
It was reported that (1) device was used during a intestinal reconstruction. It was reported by the affiliate that the cdh29 instrument did not staple or cut during the case. Another cdh instrument was used to complete the case. There was no consequence to the pt.